Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (non-surgical medical intervention was performed to remove the blue hoop guidewire protector from the esophagus.) (B)(4) no known device problem (no known device malfunction; a review of the event description and the directions for use (dfu) have made clear that the customer did not remove and dispose of the blue tube (hoop guidewire protector) as directed in the dfu and instead incorrectly used it during introduction of the guidewire into the gastroscope after which it made its way into the biopsy channel and subsequently the patients esophagus.) The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a gastroscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the jagwire was inserted into the gastroscope using the 'blue wire break' (hoop guidewire protector) (not the correct clear wire introducer (j-introducer) ) the 'blue wire break' made its way into the biopsy channel and subsequently the patients esophagus. The 'blue wire break' was successfully removed using rat tooth forceps. The procedure was completed with subject jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.